Event description:
On (B)(6) 2013 the physician reported that he has no record of the patient¿s death. The patient died in a different hospital or home and therefore the physician stated that he doesn¿t know if the death is related to vns.

Event description:
It was reported that the patient passed away. The date of death was found to be (B)(6) 2012. It was indicated that the patient just "happened to fall and die". Attempts for additional information have been unsuccessful to date.

Event description:
Additional information was received on (B)(4) 2013 indicating that the patient's generator and lead were not explanted at the time of death. Additionally, attempts for a death certificate to the state where the patient passed away cannot be performed as the manufacturer is not eligible for that information. A sudep evaluation was performed and the death was determined to not be sudep, as the physician's allegation that the patient "happened to fall and die" suggests that the death may have been due to trauma. Attempts for additional information have remained unsuccessful to date.